Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure ablation procedure using a farawave pfa catheter the patient experienced fluid overload/ heart failure. Prior to the procedure the patient was noted to be experiencing edema in both their legs and feet as well as an elevated jugular vein pressure. After the procedure the patient was given an intravenous push of lasix due to fluid overload, but they refused further applications due to only having one kidney. The patient was discharged as normal for the procedure and their hospital stay was not extended as they were considered stable enough to go home. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.